Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The gender of the baseline characteristics is male and the baseline age is 75 years old. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a leadless pacemaker in the real-world setting: the micra transcatheter pacing system post-approval registry. Heart rhythm. 2017; 14(9):1375-1379. Doi: 10.1016/j.hrthm.2017.05.017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding leadless implantable pulse generators (ipgs). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were complications during the implant procedure including cardiac perforation, cardiac effusion, deep vein thrombosis, dislodgement, and sepsis. Additionally, a pacing issue was noted for one patient. The status of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.